Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and information provided, reprocessing was not conducted at the user facility, and then the device was sent to olympus. Subsequently, the foreign material remained within the device. Additionally, it is likely the following led to the adhesive chipping: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps elevator wire of the duodenovideoscope had foreign material and the adhesive around the light guide lens had a chip. There was no patient involvement.